Manufacturer narrative:
(B)(4)

Event description:
The circulatory support system (css) console was not in use by a patient. The customer reported that the alarm panel battery discharge light turned red. This alleged failure mode poses a low risk to a patient because the issue was observed when the css console was not supporting a patient. In addition, it would not prevent the css console from performing its life-sustaining functions. The css console will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The circulatory support system (css) console was not in use by a patient. The customer reported that the backup battery test did not pass during the console checkout and the alarm panel battery discharge light turned red. The css console was returned to syncardia for evaluation. The customer experience relating to the inability of the css console to pass the backup battery test of the console checkout procedure was reproduced at syncardia. The css console failed the backup battery test. While depressing the battery test button on the alarm panel for 10 seconds, the indicator light flashed from green to red after two seconds. The root cause was that the css console backup batteries could no longer hold a charge. This has been previously observed and documented under a separate investigation, which concluded that the root cause of the reduced capacity for these batteries was the result of sulfation of the battery cells that can occur if the console is left unplugged for an extended amount of time, if the console is stored with a low battery charge, or if the batteries were discharged to zero volts. Css console batteries are consumable items and were replaced. After replacing the batteries, the css console successfully passed all testing. The failure mode poses a low risk to a patient because the css console was not in patient use at the time of the customer-reported issue, and it would not prevent the css console from performing its life-sustaining functions. The console is designed to be connected to ac power and turned on at all times. In the event that the console is disconnected from ac power, the console's backup batteries will maintain power for the css console. The css console was serviced prior to being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.